Event description:
It was reported that a user experienced hyperglycemia after an infusion set and supply change with an ilet system; initial checks confirmed the infusion site was dry, tubing was correctly connected, priming drops were observed, and pump dosing appeared to be occurring. Symptoms included elevated blood glucose readings, with a recorded value of approximately 315 mg/dl that trended downward during follow-up. Outcomes included a return of blood glucose to range without hospitalization, emergency care, or device alarms. Investigation included user-guided troubleshooting, review of insulin delivery steps, education on insulin active time and potential insulin resistance, and follow-up monitoring of glucose trends and alerts. Investigation of this case revealed no evidence of infusion set leakage, occlusion, or pump malfunction, and no component failure was identified, while the exact cause of the transient hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.